Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for investigation. Visual test performed and found damaged downstream occlusion (dso) seal. Functional testing was performed and found a defective dso sensor. The dso seal and sensor were both replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the air in the line sensor is showing an error. There was no patient involvement.